Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device. The customer did not notice a trend arrow on the device. The customer experienced symptoms described as dizziness, disoriented, "sickness", and was unable to self-treat. The customer went to the hospital where they had contact with a healthcare professional (hcp) who obtained a comparison reading of 276 mg/dl on the adc device compared to a reading of 175 mg/dl obtained on an hcp meter and provided a serum with venous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.